Event description:
The user facility reported that while a patient was on the table an operator commanded the table to raise in height and in the process the column shrouds became interlocked exposing internal components. The operator lowered the table's height and the procedure was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that the top shroud mounting bracket was slightly misaligned. The technician replaced the column shroud covers and labels, tested the table and returned it to service. The table is not under steris service contract and is serviced and maintained by the user facility.